Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This st.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open left flank hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, hernia recurrence, seroma, open draining wound, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2001: (B)(6) hospital. (B)(6) , md. History and physical. Chief complaint: incisional hernia over midline surgical scar and surgical scar over left flank area, for surgery. History of present illness: (B)(6) 1999, underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy and staging pelvic and paraaortic lymph node dissection for stage iii, grade ii endometrial carcinoma. Tumor invaded superficially into the myometrium but there were six pelvic lymph nodes showing metastatic disease. Developed left psoas abscess after four rounds of chemotherapy and underwent incision and drainage of the left psoas abscess via a left flank incision with placement of drains in (B)(6) 1999. During that hospital stay, also developed left leg deep vein thrombosis. On recent follow up, noted to have an incisional hernia over the midline subumbilical surgical scar as well as a large hernia over the incision and drainage site on the left groin and flank for which she is admitted for surgery. Denies abdominal or pelvic pain. Medications: coumadin; stopped 3 days prior to surgery. Does not drink or smoke. Weight: 232 lbs. Abdomen: midline surgical scar with 5 cm lower incisional hernia. Incision and drainage scar over the left flank with and 8-10 cm hernia over the left groin. Hernia reducible. No abdominal mass or tenderness. Impression: status post chemoradiation, incision/drainage left psoas abscess. Incisional hernia and hernia over left flank. Plan: repair of incisional hernia over midline surgical scar and over the incision and drainage scar on left flank and groin area. At this time, no evidence of recurrent endometrial carcinoma as evidenced by clinical exam and recent CT scan in september. Will undergo an exploratory laparotomy, repair of the two abdominal hernias. Use of mesh may be necessary. On (B)(6) 2001: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: left lower abdominal hernia from previous drainage of retroperitoneal abscess. Midline incisional hernia. Postoperative diagnosis: left lower abdominal hernia from previous drainage of retroperitoneal abscess. Midline incisional hernia. Name of operations: repair of midline incisional hernia. Repair of left flank incisional hernia. Anesthesia: general. Findings: there was an 8 by 6-centimeter hernia over the left lower abdomen and left flank from previous incision and drainage of a left psoas abscess. Over the midline surgical scar there was a 5-centimeter, incisional hernia at the upper end. The contents was bowel and was reducible. Description of operative procedure: ¿the patient was placed in the dorsal supine position and a vaginal and abdominal prep were performed. A foley was placed into the bladder and the abdomen draped for the above procedure. An incision was made over the left flank hernia, and the hernia sac was entered. The neck of the hernia was identified. The bowels were freed all around from the neck of the hernia. The remnant of the oblique fascia was able to be identified. Using #1 prolene in a modified smead-jones technique, the retracted oblique muscle and fascia were reapproximated. The sutures were initially placed and this was tied after they were placed. A jackson-pratt drain was then placed in the subcutaneous tissues. The subcutaneous tissues were undermined all around the neck of the hernia for a distance of 1.5 to 2 centimeters. Vicryl 2-0 was then used to approximate the subcutaneous tissues and clips were used to approximate the skin edges. The jackson-pratt drain was positioned in place using 3-0 prolene. Next a repair of the midline surgical incisional hernia was made. An incision was made over the hernia on the upper end of the incision. The surgical scar was excised and the hernia sac was identified. The contents were reduced. The subcutaneous tissues around the neck of the hernia were dissected and undermined for about 2 centimeters to expose the retracted rectus fascia. On palpating the lower abdominal wound through the abdomen, there was a defect noted about 3 centimeters over the lower incisional hernia. This small hernia was reduced and incision was made over the skin with the sac excised. Two hernias above and below were then closed with #1 prolene using the smead-jones technique. No drain was placed in the midline incisional hernia. The dead space was occluded using 2-0 vicryl approximating the subcutaneous layers, and clips were used to approximate the skin edges. Estimated blood loss 250 cubic centimeters.¿ on (B)(6) 2001: (B)(6) health system. Operative record. Asa: 2. On (B)(6) 2001: (B)(6) hospital. (B)(6) , md. Discharge summary. Discharge diagnosis: stage iii uterine carcinoma, status post total abdominal hysterectomy, bilateral salpingo-oophorectomy and lymph node staging. Status post chemotherapy and radiation. Status post incision and drainage of left psoas abscess. Midline incisional hernia and large hernia over the left flank and groin, history of deep venous thrombosis of left leg. Status post repair of midline surgical incisional hernia and repair of large left groin hernia. Hospital course: underwent exploration of the midline surgical scar with a finding of a 4 cm incisional hernia over the upper incision and this was repaired with a layered closure. The large incisional hernia on left groin was similarly repaired. Discharged with a jackson-pratt drain in place. Will have home health nursing visits to assist with care of the jackson-pratt drain and its removal when the output is less than 15 cc. On (B)(6) 2001: (B)(6) health system. Discharge instructions. Activity: no heavy lifting; no driving x 2 weeks. Home health to see 3x/week. On (B)(6) 2001: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: chronic sinus infection of abdominal wound. Previous incision of hernia repair. Postoperative diagnosis: chronic sinus infection of abdominal wound. Previous incision of hernia repair. Name of operation: excision of sinus tract abdominal wound, removal of prolene sutures. Anesthesia: general. Findings: the patient previously has had a hernia repair over the left flank incision where she had drainage of psoas abscess. There is a recurrent incisional hernia measuring about 6-7 cm in diameter. There is a chronic sinus tract measuring 1.5 cm in length and 2 centimeters in depth. There were four prolene sutures that were removed at and around the base of the sinus tract. The sinus tract was sent for histological examination. Procedure: ¿the patient was placed in the dorsosupine position. The abdomen and the left flank were prepared and draped. A circumferential incision was made around the sinus tract and the incision was deepened until the apex of the tract was reached. Continued care was taken to avoid entering the peritoneal cavity since the patient has had recurrent hernia over the site. All prolene sutures that were palpable or visible were removed and there were four of them. The apex of the sinus tract was cleaned as much as possible. The wound was then packed with a single 4 x 4 soaked with betadine and a dressing was applied over it. Blood loss was 5 to 6 cubic centimeters. The patient tolerated the procedure well.¿ on (B)(6) 2001: (B)(6) hospital. (B)(6) , md. Pathology report. Path#: (B)(4). Preoperative diagnosis: chronic wound infection, cancer uterus. Specimens: sinus, sinus tract-abdominal wound. Gross examination: the specimen is received in a container labeled with the name of the patient and identified as sinus tract, abdominal wound. The specimen consists of a tan ellipse of skin and subcutaneous tissue measuring 1.7 x 1.0 x 0.7 cm. There is a central probe-patent tract extending into the subcutaneous tissue. Representative sections submitted for routine processing. Diagnosis based on gross and microscopic examination: skin and subcutaneous tissue, abdominal wound: scar and granulation tissue reaction. On (B)(6) 2001: (B)(6) health system. Discharge instructions. Procedure: wound exploration. Diet: advance to regular. Activity: rest today. Call dr. (B)(6) for follow up appointment in 2 weeks.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿if unintentional exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.